Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited an alert regarding failure to capture on the rv channel. The lead was repositioned. No consequences for the patient where reported.